Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval samples received: 12 unopened pouches from OEM stock. Analysis and results: there are no previous complaints of this code/batch. There are (B)(4) units in OEM stock. Analyzed samples available in OEM warehouse. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Received the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.

Event description:
Country of complaint: (B)(6). Complaint states: thread was detached from the needle when original packaging was opened.